Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required as the device was implanted.

Event description:
Patient reported a right-side rupture. Healthcare professional reported right side capsular contracture baker grade ii. Device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported a right-side rupture. Device remains implanted.